Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to disconnect from the site and perform a series of steps, including delivering a bolus, which was completed successfully. Tandem technical support arranged a one-time pump replacement and provided instructions for returning the problematic pump. The customer was informed about the necessary steps to take upon receiving the replacement pump, and they agreed to return the old pump within 10 days.